Event description:
It was reported that a pt with a nail puncture wound received v.a.c. Therapy in an attempt to avoid a transmetatarsal amputation which the physician felt was inevitable. A transmetatarsal amputation was performed as a result of a joint infection.

Manufacturer narrative:
The home health agency was contacted and the nurse mgr indicated that the pt had a traumatic wound related to a nail puncture. The nurse mgr also indicates that the pt notes in 2007, mention that "the wound v.a.c. Was not sucking" and the notes the following day, state that the wound had a foul odor and was red. He indicates that the pt went to the hosp the next day. When asked if v.a.c. Therapy caused the infection, the physician indicates that ultimately, it did not. The physician indicates that the pt initially had a wound infection, but it had been treated. He further indicates that v.a.c. Therapy was initiated in an attempt to avoid a transmetatarsal amputation which he felt might be inevitable. Ultimately, the physician indicates that he had to perform a transmetatarsal amputation related to a joint infection. The physician further indicates that poor care and improper application by the home health agency caused the infection.